Event description:
It was reported that during an angioplasty treatment procedure, a balloon pinhole occurred. A dt/6-4/5/40 ultra-thin diamond balloon catheter was advanced to the unspecified target lesion. When the physician inflated the balloon it didn't "gain any growth". When the device was removed, it had a puncture hole at the tip. It was noted that the balloon didn't inflate at all. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the condition of the device was consistent with the complaint description, it was not possible to inflate the balloon with an encore inflation device. Examination of the balloon identified a tear along two of the balloon wings close to the distal radio opaque (ro) marker in the balloon transition zone. The tear is consistent with external balloon damage. This may have occurred when tracking the device to the target lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon pinhole occurred. A dt/6-4/5/40 ultra-thin diamond balloon catheter was advanced to the unspecified target lesion. When the physician inflated the balloon it didn't "gain any growth". When the device was removed, it had a puncture hole at the tip. It was noted that the balloon didn't inflate at all. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).